Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (adjust belt messages, damaged cable, damaged monitor case) has been confirmed.  Upon investigation the monitor displayed a service code 204, belt/monitor unusable.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving adjust belt messages, and had a damaged cable and monitor case.